Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer's reported issue. All testing was performed using a good known test patient circuit and test lung. During bench testing, the ventilator¿s breath rate was set to 12bpm and the unit was displaying 32bpm. Further bench testing revealed kinked tubing on port 6 of the solenoid manifold, causing the ventilator to auto cycle. Carefusion replaced the tubing on port 6, and the ventilator ventilated properly. The event trace contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to carefusion that the unit is getting a higher rate than what is set on the breath rate. When set to 12, the unit is getting 30. This occurs only during a transport, not while at bed side. While in service, the ventilator was observed to be auto cycling. There was no report of any patient harm associated with this complaint.